Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted a week later, due to excessive vaulting. Subsequently, the patient experienced elevated iop. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Secondary surgery, excessive.